Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. The right atrial (ra) lead exhibited undersensing on stored episodes. Lack of capture and decreased r waves were also noted on the right ventricular (rv) lead. The ipg, ra and rv leads remain in use. No further patient complications have been reported as a result of this event.